Event description:
The facility representative reported a flo-gard infusion pump that gives constant occlusion. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with constant occlusion was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged pump head door and door latch. The device was returned unrepaired to the customer. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: the device was not returned unrepaired to the customer, as was previously stated in follow-up medwatch 001. This device is a baxter stay-in device and will remain in baxter's inventory.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.